Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited out of range shock impedance measurements during defibrillation threshold (dft) testing following implant. It was noted that the 70 joule shock successfully cardioverted the patient. The patient was seen again the following day and additional system testing performed. The physician was unable to produce noise during provocation testing and all impedance measurements were within normal limits. X-rays indicated the system was in a suitable position and data supported that no further review was necessary at this time. It was later noted that the issue was the suspected result of air entrapment in the device pocket from the implant procedure. No adverse patient effects were reported. This system remains in service.